Event description:
It was reported that the patient recently attended a follow-up appointment for her cardiac resynchronization therapy defibrillator (crt-d) system. Upon interrogation, the crt-d displayed a code indicative of an open circuit. Upon reviewing the stored device data, it was observed that the patient had an arrhythmia on (B)(6) 2025 (possibly an atrial tachycardia with rapid ventricular response but not confirmed) in which the crt-d failed to deliver therapy due to the condition of the right ventricular (rv) lead. The patient was hospitalized and received medication. Next steps were being discussed, and the patient was expected to remain hospitalized until a decision regarding other intervention was reached. The rv lead remains implanted as of the time of this report.